Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic duct and two malformed clips fired. Another device was used to complete the procedure. No adverse consequences reported.